Manufacturer narrative:
The device was not returned for evaluation. However, photos were provided and used for the evaluation. There was some visible damage to the tulip head connection mechanism which likely occurred during insertion and may have led to this failure. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device installation. Reference report 3012447612-2017-00211.

Event description:
It was reported that a polyaxial screw fractured within surgery when the surgeon tried to remove one of the instruments used for installation. Investigation by zimmer biomet personnel determined that two polyaxial screws had disassembled. The procedure was completed using alternative screws. There were no reports of patient injury associated with this event. This is report one of two for this event.